Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose and their insulin pump alarmed compromised force sensor system. The customer's mother states the pump would not allow her to complete fill tubing. The customer¿s blood glucose level was 382 mg/dl at the time of the incident. The customer's mother states she treated with the pump and has syringes. The customer's current blood glucose was unknown. The customer stated that the drive support cap was normal. The customer's mother declined to troubleshoot for high blood glucose. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed displacement test. However, it alarmed motor error during basic occlusion test and unable to prime during prime test due to faulty force sensor resistor. Unable to perform occlusion test, excessive no delivery test or verify prime alarms due to prime anomaly. The motor was tested outside the device and passed. The device was received with cracked case at the display window corners, cracked display window, minor scratched display window, scratched case, minor scratched display window, scratched case and stripped battery cap coin slot.